Event description:
Inadvertent atrial laceration during the stapling of the bronchus in a pt with significant pulmonary disease. The stapler did not close properly around bronchus. Upon removing, the load had partially ejected. Reapplication led to a tear in the atrium.